Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the distal end cover (c-cover) was cracked due to an external stress that was applied. However, a definitive root cause could not be determined. The following information is stated in the instructions for use which could have prevented the event: "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The reported issue (leakage from the bending section cover) was confirmed and found to be due to a pinhole in the bending section cover. In addition, service found the adhesive on the bending section cover was scratched, the bending section cover was cut, the connecting tube was scratched, the connecting tube was wrinkled, the insulation capacity was out of specification due to a cut on the heat shrinking tube of the lock engagement lever, the scope connector cover was scratched, the grip was scratched, the universal cord was scratched, the switch box was dented, the angulation control knob was scratched, and switch button #3 was cut. There was play in the up/down and the right/left angulation knobs due to wear of the angulation wire. Due to damage on the charge-coupled device unit, the image had black dots and the image was out of focus. The suction volume was out of specification due to a shaved suction cylinder, and insulation resistance at the distal end was out of specification due to a cut on the bending section cover. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was leaking from the bending section cover. The reported issue was identified while reprocessing the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the distal end cover was cracked. This report is being submitted for the malfunction found during evaluation of the device (cracked distal end cover). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.